Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the clip delivery system was returned and investigated. The reported gripper actuation issue was not confirmed as the gripper arms were able to fully raise as expected. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip system instructions for use instructs not to deflect the sleeve tip more than 90 degrees as device damage may occur. Based on the information reviewed, the reported gripper actuation was likely due to user error, as it was reported that while testing the m-knob during preparation, the deflection appeared to be more than 90 degrees and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), after testing final arm angle, the clip was opened, but one gripper arm stayed down. A second attempt was made, but one gripper stayed down. The decision was made not to use the cds in the anatomy and replace the device. A new cds was used without issue. It was noted that while testing the m-knob during preparation, the deflection appeared to be more than 90 degrees. There was no reported clinically significant delay in the procedure. No additional information was provided.